Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states the patient has had consistent pain when eating and jaw tightness. They sometimes feel sharp pain around their ears when they chew. Their discomfort is worse in the morning. Evaluated patient who has a deviation on the right on opening dur rotation and then back to center during translation, bilateral click with jaw rotation. No pain on palpation bilaterally on tmjs or muscles, no facial swelling. Mild crowding lower anterior, no decay noted. Patient exhibits signs of tmd. It is recommended to start anterior bite plane appliance to promote muscle relaxation during sleep, patient to have lower retainer made. Recommended patient to discontinue at home aligner therapy, byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.